Event description:
It was reported that during a l4-s1 procedure, the surgeon was inserting the screw into the left side of s1 and experienced difficulty with the screwdriver not holding the screw tightly. When he tried to reattach the screw to the driver, he was unable to. Upon further inspection, it was determined that the threaded tip of the matrix holding sleeve had partially broken off inside the threaded portion of the screw head. A new driver and screw were substituted without incident. No materials were lost or left inside the patient and no harm was caused to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The retaining sleeve for matrix was manufactured by nemcomed (presently avalign-nemcomed). The device was returned for a product development evaluation and the entire thread at the distal end of the device was broken off. The missing thread section was not returned. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage noted appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address this issue. This complaint is valid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.original awareness date is 10/11/2011.